Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. The fe stated that this was an intermittent communication failure. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death.